Event description:
During patient use, the autopulse platform (B)(4) powers off after the lifeband retracted. The customer tried restarting the autopulse platform but it would not power on. Per reporter, 20 minutes of manual CPR was performed, rosc (return of spontaneous circulation) was not achieved. Patient expired. The customer provided no further information about the patient's death relation to the zoll autopulse platform. However, per msa, the death was not related to the autopulse device.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(4) powers off after the lifeband retracted was not confirmed during functional testing and based on the archive data review. During functional testing, unable to replicate the reported power issue while performing the run_in test using the lrtf with known-good test batteries until discharged. The archive data indicated no occurrences of the device shutting off unexpectedly during active operation on or around the reported problem date.the probable root cause of the autopulse platform powered off unexpected could not be conclusively determined. Unrelated to the reported complaint, noticed a cracked top cover near the load plate cover area and appeared to be the characteristics of user mishandling such as a drop. The top cover was replaced to remedy the observed issue. The autopulse platform failed the initial functional testing due to user advisory "(ua)45" (not at "home" position after power-on/restart)error message displayed upon powering on, unrelated to the reported complaint. The lifeband straps were not pulled completely out prior to turning the device on, likely due to user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.